Manufacturer narrative:
Lifescan has requested the return of the suspect meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 3, 2007, the lay-user/pt contacted lifescan alleging that a one touch ultra meter would not power on. The pt tests her blood glucose 3 times a day. Her normal blood glucose levels are around 120-150 mg/dl. The pt takes actos (30mg) and also "70/30" insulin twice a day (total of 35 units per day). The pt does not alter her medications based on her meter readings. The pt stated that she was unable to test her blood glucose for about 1 mo due to the alleged meter issue. During that time, the pt continued to take her actos and 70/30 insulin as prescribed. She also did not make any changes to her diet. In 2007, the pt developed symptoms of feeling like she was going to pass out. The pt administered self-care by taking her actos medication, as prescribed. The pt visited her dr because of the meter issue and since the symptoms were not going away. The pt's blood glucose was tested in the dr's office using an unidentified device and a result of over 200 mg/dl was obtained. She could not recall what exact reading was obtained. The pt was given a shot of 70/30 insulin and released the same day. No changes were made to her medication regimen during the dr's visit. The pt stated that she would have probably visited or called her dr for advice if she had known her blood glucose was over 170 mg/dl or rising to above 200 mg/dl. The pt replaced the meter's battery but this did not resolve the alleged meter issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that she was unable to test her blood glucose for about 1 mo because of the power issue, developed symptoms, and rec'd insulin treatment from her dr.